Manufacturer narrative:
D10. Concomitant products: unknown-vloc unknown vloc product; unknown-vloc unknown vloc product; denis gratsianskiy, dharti patel, iswanto sucandy, tara m. Pattilachan, maria christodoulou, alexander rosemurgy, sharona b. Ross, "an institutional analysis of hospital readmission following a robotic pancreaticoduodenectomy", journal of robotic surgery, (2025) 19:20, https://doi.org/10.1007/s11701-024-02186-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective analysis of 435 patients who underwent robotic pancreaticoduodenectomy (whipple) between 2012 and 2024 was completed. V-loc suture was used for hepaticojejunostomy, pancreaticojejunostomy, and duodenojejunostomy reanastomosis. There were unspecified intraoperative complications for 6 patients (7%). An institutional analysis of hospital readmission following a robotic pancreaticoduodenectomy doi.org/10.1007/s11701-024-02186-0.